Event description:
A customer contacted beckman coulter inc (bec) to report instrument leak on the unicel dxc 600p synchron chemistry analyzer the customer covered and cleaned the spill with towels. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) found no foam leaked at the right single fitting and the tubing at that end was loose, which dripped no foam. Fse replaced the tubing, which resolved the leak issue. Fse cleaned: the no foam reagent spill on the hydro chassis. The floor around the instrument. The instrument bottom chassis. Fse loaded new no foam reagent and primed the system. The customer performed daily maintenance with no issues were noted. Tested run with controls, which were acceptable and no issues were noted. (B)(4).